Event description:
It was reported to tycohealthcare kendall that dr, a hemo/onc doctor reported that once the lever was activated securing the bone specimen, she attempted to remove the needle from the pt. The handle and outer portion of the needle shaft were removed and the internal portion remained in the pt, requiring removal using sterile pliers.